Event description:
A malfunction was reported on the customer's pump, which had been experiencing issues since may 14, 2024. However, the customer had been resetting the malfunctions independently due to prior experience with similar issues. There was no reported adverse impact on the customer's blood glucose level, as the impact remained unknown or was declined to be answered. The customer collaborated with technical support to reset the pump and planned to resume insulin delivery upon returning home. Although a replacement pump with updated software was arranged, the customer will continue using the current pump for the time being. The customer was informed of the procedures for receiving the replacement and returning the faulty pump, which she acknowledged and understood.